Event description:
43 year old male with history of cad, icm afib, vt with aicd placement presented with acute on chronic decompensated hf. 10/21 underwent impella 5.5 placement via right axillary xartery.10/22 placement signal unreliable, device functioning normally. 11/3 patient transplanted and device explanted without incident. During impella 5.5 support, a placement signal not reliable alarm was noted. Patient support continued until the patient received a heart transplant. There were no adverse events related to this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.